Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening. Leak test was performed and found an opening on radius. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on radius side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.